Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The patient was born on an unreported date in 1943. On an unreported date, the patient experienced suspected peritonitis. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event. Ten days prior to the receipt of this report, the patient was treated with unspecified antibiotics (medication, route, dosage, frequency, and duration not reported) for the peritonitis event. The action taken with dianeal therapy was unknown. It was not reported if the patient was recovered or was recovering from the peritonitis event. Additional information was requested, but is not available at this time. This is report 1 of 3.